Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. High blood glucose reading was 528 mg/ dl and low blood glucose reading was 47 mg/ dl. Customer stated that they ate potato chips and slept and blood glucose was high and treated with 3.5 units of bolus and woke up with low blood glucose treated with soda or food. Customer's current blood glucose was 269 mg/dl. Auto mode feature was not active at the time incident. Customer declined for troubleshooting. Insulin pump will not be returned for analysis.